Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during an excelsiusgps surgery the accuracy seemed off with disc prep instruments, they were showing more cranial than they appeared on fluoro. The right l4 screw was lateral to plan. They redirected screw. Fluoro was used to assist in disc prep and interbody placement.